Event description:
The patient reported that at their refill the day before the report, it was discovered that the patients¿ pump had migrated or moved. The patient also stated that their healthcare provider just altered the amount of medication the patient was getting because he thought the patient was getting too much just because they hadn¿t changed the dosage on it before. The pump was used to deliver baclofen. Interventions and outcome not reported. Further follow-up was being conducted to obtain the information. If additional information is obtained, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).